Manufacturer narrative:
D10 concomitant products: n-2540, n-2540 monosof* 10-0 blk 13cm mv1353x12, (lot#: d5c4345y); n-2540, n-2540 monosof* 10-0 blk 13cm mv1353x12, (lot#: d5c4345y); n-2540, n-2540 monosof* 10-0 blk 13cm mv1353x12, (lot#: d5c4345y); n-2540, n-2540 monosof* 10-0 blk 13cm mv1353x12, (lot#: d5c4345y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, when on the nerve anastomosis suturing, the thread's color was fading, and the suture broke for a total of 16 units. Even though a new product was used, the same event occurred with the same lot. There was no patient injury.